Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
During an intraocular lens (iol) implant surgery a surgeon reported the lens to have a broken haptic upon opening. The patient was left aphakic and another surgery is scheduled to replace the lens.

Manufacturer narrative:
Evaluation summary: the product was returned. A broken haptic and optic damage was observed. The returned lens was positioned in the case correctly however the damaged is typical caught in case damage. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case while closing, lens damage may occur. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).